Event description:
The customer reported that in the recovery room following an ablation procedure, the pt complained of thigh pain. A physician noted 2nd degree burns on the inside of both thighs. Jeloner was prescribed and a dry dressing was applied. A boston scientific rf3000 ablation generator was also in use. No further info is available. The incident pads were discarded by the site and are not available for eval.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. The e7506 instructions for use warns that non-traditional procedure that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedure in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.